Manufacturer narrative:
For verification, the field service engineer completed a precision check, which passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable results with multiple assays from the cobas c 503 analytical unit for approximately 90 patients. Questionable results for the urea/bun, cholesterol gen.2, and creatinine jaffé gen.2 assays were provided for one patient. The patient's initial urea/bun result was 9 g/dl, and the repeat result was 16 g/dl. The initial cholesterol result was 109 mg/dl, and the repeat result was 179 mg/dl. The initial creatinine result was 0.4 mg/dl, and the repeat result was 1.24 mg/dl. The sample was repeated because the customer's qc was out of range. The repeat results were deemed to be correct.

Manufacturer narrative:
The urea/bun reagent lot number is 918138, and the expiration date was not provided. The cholesterol gen.2 reagent lot number is 921492, and the expiration date was not provided. The creatinine jaffé gen.2 reagent lot number is 898161, and the expiration date was not provided. A field service engineer (fse) determined that the reaction cells were overfilling and adjusted the fluidics. The investigation is ongoing.